Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's husband reported via phone call of issues with the customer's high and low blood glucose levels. The customer's blood glucose level at the time of incident was 125mg/dl. The customer's current level is 196mg/dl. The husband states the customer's blood glucose levels have gone up to the 500mg/dl, and have been as low as 20mg/dl. The husband states the customer has used manual injection to treat their blood glucose levels. Troubleshoot was conducted, and the customer's cannula was found to be bent. The customer declined to further troubleshoot. The customer was advised to change entire set, reservoir and insulin. The customer was sent out replacement sets.